Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) less than 40mg/dl and was unconscious and was treated with unspecified treatment at a doctor's office. The patient reportedly remained on the pump and the patient's healthcare provider made basal rate adjustments. During troubleshooting, the reporter noted that the basal delivery totals in the total daily dose history did not match the active basal program. A cause for the discrepancy could not be determined during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with a basal delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery occurred at 11:20 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2unit per hour basal rate. At the end of testing, the basal history correctly showed 2units per hour and the total daily dose history correctly showed 48 total units. . The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.